Manufacturer narrative:
E1 - establishment name: (B)(6). The device was returned to olympus for inspection. Based on the results of the investigation, the reported no image issue was not confirmed and no root cause could be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during set up / inspection for use, the endoeye flex deflectable videoscope had no image displayed when endoscopy system was connected. There was no patient involvement.